Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 174 mg/dl and their sensor glucose read 64 mg/dl. The customer also stated their insulin pump went into threshold suspend mode due to the inaccurate readings. The customer declined to be transferred to the helpline. No additional information provided.